Event description:
It was reported the gastrointestinal videoscope had the scope plastic distal end cover burned. This malfunction was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
B5: no additional information received from customer. D4: additional information. D8: additional information. H2: additional information, device evaluation. H3: additional information. H4: additional information. H6: additional information. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the distal end was exposed to high temperature due to some influence when the endoscope and endo therapy accessories were used. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection. Chapter 4 operation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.